Event description:
It was reported from a service dispatch that a patient sustained a burn after an mr shoulder scan with an 1.5t hdx echospeed. The patient was positioned head first, supine with her arms at her side. She sustained a second degree burn to the upper part of the left arm that was approximately 5 x 8 cm. The patient was treated with an antibiotic and disinfectant. She now has necrosis on her arm, and she will require plastic surgery. Based on hospital follow up with a patient warming questionnaire, the hospital stated that the patient was not padded away from the bore or to prevent skin to skin contact and looping.

Manufacturer narrative:
A ge healthcare local field team was dispatched to the customer site to obtain scan specific information and investigate the environmental conditions. The investigation focused on four main areas: environmental: (including cooling equipment, patient air cooling plus the mr scanner error log). Surface coils/accessories: (surface coil / ECG checks). System/image quality: (system level testing to check for system failures). Patient monitoring: (patient alarm and rf safety monitor checks). Visual inspection and the test results for the MRI system show no issues that caused or contributed to the burn. The system was determined to be functioning within specifications. The device labeling was reviewed and the working safely section of the mr safety guide 2381696-100, rev 11, defines proper patient positioning and padding to prevent warming during MRI scans but these were not followed by the user. The injury was attributed to user error since padding was not used to avoid contact with the bore or to prevent skin to skin contact. No further actions are planned at this time.